Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review will not be performed. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during a procedure of the proximal left anterior descending artery, after predilatation with a 2.5 x 15 mm non-abbott balloon dilatation catheter, the promus stent delivery system was delivered and after one inflation, resistance was noted and the balloon was difficult to remove; however, it was successfully removed. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned. Factors that can contribute to resistance when removing the stent delivery system (sds) include, but are not limited to, damage to the sds, anatomical conditions, damage to the stent or interaction with the guiding catheter. There was no anatomical characteristics provided which may have assisted in the investigation. Additionally, several requests for additional information were made and no information has been received. It is possible that the balloon may not have been fully deflated after the stent deployment that could have contributed to the difficulty to deploy. Although a conclusive cause for the reported difficulty to remove can not be determined there is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. All stent delivery systems are checked for proper fold configuration and inspected for proper strut dimensions. Additionally, a sampling of units is destructively tested for proper stent deployment and balloon deflation.